Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the unit did not work due to a defective power supply, the spare lamp was defective, the filter lens was stained, and the front panel has aged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, no power when the nurse initiated the evis exera ii xenon light source. There were no reports of patient harm associated with this event.

Event description:
Additional information was obtained regarding this event. The procedure was a diagnostic gastro endoscopy. There was no delay in the procedure. The procedure was completed with a backup similar device. The device was inspected prior to use. The nurse pressed the button of the clv-180 but there was no light. The power cord was inspected but no abnormalities were observed. The customer attempted to use the power cord from a working cv-180 but the issue was still not resolved. After the procedure had been completed, the customer turned off the cv-180 and clv-180 to remove the scope for reprocessing. After the reprocessing was completed, the scope was reconnected and no light was observed coming from the clv-180.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. If additional information is obtained at a later date or once the final investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the power could not be turned on most likely due to a faulty power supply unit. The specific root cause of the faulty power supply unit could not be determined at this time. Based on the results of the investigation, a definitive root cause of the faulty spare lamp could not be determined. Based on the results of the investigation, the investigation confirmed the light of the lamp was dark most likely due to dirt on the filter lens. The specific root cause of the dirt on the filter lens could not be determined at this time. Olympus will continue to monitor field performance for this device.